Event description:
Patient reported that an infusion set fell off during use on (b)(6) 2026.

Manufacturer narrative:
MDR 3003442380-2026-61837 / Initial 1 of 2.Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.